Manufacturer narrative:
Device evaluation: b5, g6, h2, h3, h6, h11. H3: findings/root cause: the suspect device was not returned for evaluation. The customer provided logs to the technical support team which confirmed the tf 389 alarm. Technical support recommended that the customer replace the safety valve. The original safety valve was not returned for evaluation so a root cause could not be established.

Event description:
Additional information received indicates that no product was returned for investigation, however, customer was able to provide logfiles for further investigation.

Event description:
It was reported to vyaire medical that the device exhibited tf 389 no dosing possible. There was no patient involvement reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient harm reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.